Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon used the drill bit and did the drill of screw hole of the nail. At that time, the tip of the drill broke. The surgeon performed the drilling without removing the guide wire in the nail. Therefore the surgeon removed the guide wire, inserted the screw and completed the operation.

Event description:
The surgeon used the drill bit and did the drill of screw hole of the nail. At that time, the tip of the drill broke. The surgeon performed the drilling without removing the guide wire in the nail. Therefore, the surgeon removed the guide wire, inserted the screw and completed the operation.

Manufacturer narrative:
Evaluation summary: deviations in manufacturing were not found. Additional dimensional examination revealed no deviations in the relevant undamaged areas of the item. As mechanical properties of the material of the device were within specified tolerances we exclude material faults. The drilling spiral of the drill was completely sheared off. Damaged cutting edges confirmed contact to hard object(s). The breakage surface identified a (forced) brittle manner. According to found damages the event was caused by improper handling. The event was not caused by a deficiency of the device.